Event description:
It was reported that the device was broken or damaged. There was a disengaged nut. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2021-00013). This MDR resubmission now reflects the correct product registration number. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.